Event description:
Reporter alleged being taken to the hosp and given an IV due to the blood glucose monitoring device results. Reporter stated device result was 342 mg/dl and forty minutes later, a different device result was 97 mg/dl. Reporter stated being taken to the emergency room by ambulance. Reporter indicated hosp device result was 200 mg/dl and was treated with an IV, contents unk. Reporter stated no controls were used and test strips were expired. A request was made for the return of the suspect device and replacement product was sent.